Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during a bone rfa (radiofrequency ablation) of the ankle. According to the complainant, while advancing the electrode, the shaft of the electrode bent after contacting the bone and failed to deliver energy to the site. The electrode was removed and the procedure was successfully completed with another soloist single needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)